Event description:
A hospital in (B)(6) reported via our distributor that the waterfeed set tubing in 2 mr290v autofeed humidification chambers appeared to be blocked approximately halfway to the chamber, impeding the flow of water to the chambers. No patient consequence was reported.

Manufacturer narrative:
(B)(4). One of the 2 complaint mr290v humidification chambers has only recently been returned to fisher & paykel healthcare for investigation. Our investigative process into the root cause of the reported fault is currently underway. We are not yet in a position to provide the results of our analysis. We will submit our findings in our follow-up report following completion of the investigation.